Manufacturer narrative:
. E3: occupation: peri coordinator the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacturing of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band did not hold air, they finished with a new tr band. Approximately 15ml of air was injected when the tr band was applied, however it would not maintain air at the beginning of the procedure. A glideslender sheath was used at the access site. The estimated blood loss was less than 250cc. The patient remained stable and there was no patient harm. The procedure performed prior to the use of the tr band was a percutaneous coronary intervention (pci). There was not any noticeable damage to the device. It is unknown how hemostasis was achieved.